Manufacturer narrative:
Date sent to the FDA: 3/17/2022 additional information: a2.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent removal and recurrent hernia repair surgery on (B)(6) 2019 and mesh was implanted, during which the surgeon noted encountered dense intraabdominal and omental adhesions to the mesh along with hernia recurrences. It was reported that the patient experienced adhesions, abdominal pain and discomfort. Other procedure is captured under separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 3/23/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.